Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors or/and handling of the device. Olympus will continue to monitor field performance for this device.

Event description:
Company representative reported with an issue of "air leak. When the angle is bent up, bubbles come out heavily from the tip of the camera, small air bubbles appear". No harm was reported. No patient harm, no user injury reported . Device evaluation found the coating of the image guide (ig) insertion tube connecting tube ( is peeling off, (1mm2 or more). This report is being submitted due to the finding of peeling off the coating / marking disappearance on the insertion section (greater than or equal to 1 x 1 mm2), deterioration identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found pinhole on channel tube ( ch-tube), due to pinhole, watertightness is lost (leakage observed-leakage (air, water, liquid). Additionally, inspection, testing found no electrical continuity due to damage on distal end. The reported issue of "leak" was confirmed. Furthermore, inspection found peeling off the coating of the connecting tube (insertion section) (greater than or equal to 1 x 1 mm2) , this condition noted to be due to deterioration. Additionally, the following defects were identified during device inspection: adhesive on a-rubber (adhesive connection) has a chip. Connecting tube has a wrinkle. Control unit has a scratch. Switch box has a scratch. The angle wire became longer than normal. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to damage, angulation lever does not move smoothly. Connecting tube has a scratch. Ig protector has a scratch. Up/down (ud) plate has a scratch. Insertion tube rotation ring has a scratch. Sc cover unit has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.